Event description:
Customer called to report the pump had an alarm message on display without an audible tone. Troubleshooting was performed. The audible tone could not be heard. It stated that the device was not dropped, bumped, or exposed to moisture.